Event description:
The following has been reported: pump reported not working, won't power on, no patient harm. Could not get pump to power on, also noted that the cassette guide pins won't open unless you use the push button with a pen. It will close with the handle but not open, unless you push the button. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: shorted board as a conservative measure reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The pump failed to power up. The investigation identified electrical damage to components on both the main board and frm board. However, it was not possible to determine the root cause. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.